Event description:
The customer contacted physio-control to report that the ac mains led would not illuminate when the device was connected to ac power. During device evaluation by physio-control it was observed that the device would not power on with ac power, or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly and determined that the cause of the reported issue was due to the field effect transistors (fet), designators q1 and q2 on the eos power supply being shorted. These fets, designators q1 and q2 being shorted, caused a fuse, designator f1 on the eos power supply to be open, which then caused the device not to have any 12 volt output and no battery charge.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the cable-mounted plug connector, designator p17 was disconnected from the pcb-mounted jack connector, designator j17 on the therapy pcb assembly. Physio-control re-connected the cable-mounted plug connector, designator p17 and replaced the power supply assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.